Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings:. During investigation, all of the keypad buttons were found to be unresponsive. The keypad was observed to be fully intact. The keypad cover was removed and no contamination was observed under the keypad button contacts. The pump cover was removed and moisture ingress was identified on the printed circuit board and keypad connector. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.